Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on all contacts of the lead. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the malfunction was with the patient's extensions and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under [manufacturing report number: 3006705815-2026-00774 and 3006705815-2026-00775].

Manufacturer narrative:
Additional information indicates that the malfunction was with the patient's extensions and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under [manufacturing report number: 3006705815-2026-00774 and 3006705815-2026-00775].